Event description:
It was reported that during a drug eluting stenting treatment procedure, the balloon would not deflate. The physician had deployed a taxus express2 3.0 x 12 mm drug eluting stent in a de novo lesion in the ramus branch. The lesion was not predilated. The delivery balloon was inflated once to unknown atms, but would not deflate after stent deployment. The physician attempted multiple negative aspiration attempts with a 60 cc syringe. The balloon was reinflated with saline only and multiple negative aspirations were again attempted with the 60 cc syringe. He attempted to burst the balloon with a very high pressure inflation; none of these efforts were successful. The pt began to feel chest pains while the balloon remained inflated (12 minutes). The physician then manually pulled the inflated balloon out of the coronary artery and eventually into the guide catheter. A second stent was implanted during this procedure, however, there is no additional information regarding this stent. The pt appeared stable and pain free at the end of the procedure and was discharged the next morning.